Manufacturer narrative:
Date sent: 02/10/2009: information was not provided by the initial contact.

Event description:
It was reported that during an unknown procedure, the instrument continued to activate after releasing the button. Then the buttons would not activate the blade immediately. Another device was used to complete the case. There were no adverse consequences to the patient.